Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA. Upon evaluation of the subject device in our laboratory, cracks were observed on the cartridge surface. However, the device was reloaded and tested satifactorily for staple formation. The exact cause of the cracks in the cartridge surface could not be reliably determined.

Event description:
The product was used during a low anterior resection procedure. Reportedly, the staple line did not hold. The surgeon resected the staple line and applied another device to complete the procedure. The hospital has no add'l info at this time.